Event description:
It was reported that a mosquito was found inside the over pouch. There was no patient involvement and no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). Upon further review of the information obtained during baxter's investigation, it was revealed that the particulate matter was in the overpouch for the bag, not the bag itself; therefore, it has been determined that the circumstances reasonably suggest that the device malfunction and/or use error reported in this incident would not likely cause or contribute to a death or serious injury were it to recur.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. A follow-up report will be filed should any significant supplemental information become available.